Event description:
It was reported that when using the bd pyxis medstation system, a drawer failure occurred. The customer indicated that this malfunction happened when a user was attempting to dispense medication for a patient during laser eye surgery. The customer stated there was no delay in the patient 's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not opening due to incorrectly aligned rails. The field service engineer realigned the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.